Manufacturer narrative:
B3: event date is month and year valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that for the last couple days their stimulation has been going down their leg and has not been feeling stimulation in their back like they're used to. Patient confirmed they have not had any falls or trauma. Agent walked patient through changing groups and adjusting stimulation. The patient was redirected to their healthcare provider to further address the issue. Patient called back asking to confirm if changing groups should get stimulation in their back and not their legs. Agent reviewed each patient's programming is different and ps does not have access to their specific programming. Agent reviewed patient went through changing groups and stimulation on last call and if they still weren't able to get stim in their back, to follow up with doctor for further assistance regarding stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they called their therapist since their back was bothering them for the last week. They only felt stimulation in their legs and not in their back. The patient had tried to switch groups but that did not help. The patient was redirected to their healthcare provider (hcp).